Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 20538507 and 20175073.

Event description:
It was reported that the patient experienced inadequate stimulation spinal cord stimulator (scs) system. It was stated that the patient did initially experience adequate stimulation, however the effects reduced over time. Reprogramming was performed however the effects continued to diminish over time. The patient requested the system be explanted, and underwent the explant procedure in which all devices were removed. The patient is doing well post operatively. The devices will not be returned as they were discarded by the facility.